Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following; ¿the surgeon noticed a tear in the anterior capsule. The surgeon reported the event occurred prior to irrigation and aspiration (I/a) and he noticed a tear in the anterior capsule at 2 to 6 o'clock. He felt sure the capsulotomy was free floating, initially. The intraocular lens (iol) was positioned without problems or any further complications. The surgeon did not think there were any tags or tears when he removed the capsulotomy.¿ this is (B)(6) female patient. The surgery was performed on the right eye (od). The medical and ocular history was unknown when the questionnaire was completed. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. In a prospective study that compared the two types of machines for phacoemulsification units there was no difference in the incidence of pc tear was noted. The type of machine used for phacoemulsification had no correlation with the incidence of posterior capsule tear. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The incidence of pc tears during phacoemulsification ranges from 0.7% to 16%. Pc tears have been correlated with the learning curve, surgeon experience, individual surgical skill, and appropriate fluidics settings.¿ product evaluation: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a patient experienced an anterior capsular tear during a laser assisted cataract surgery. The tear was noticed during the irrigation / aspiration portion of the case. The case was completed after inserting the intraocular lens with no other problems.